Event description:
It was reported that the the battery recharger status light was blinking red while charging. The status light's red blinking has been resolved when the charger port was reconnected. It has been confirmed that the battery was clearly blinking red. The battery was removed from service. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing. The battery was able to charge on a test battery charger with no anomalies; no solid red status light was observed when the battery was connected to the battery charger. An internal inspection did not reveal any anomalies. However, visual evidence provided by the site revealed that the status light on a battery charger was flashing red when the battery was placed on a battery charger. As a result, the reported event was confirmed; however, there was insufficient information to determine the cause of the flashing red. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event may be attributed, but not limited, to a charge time-out of eight (8) hours at the time of the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the battery was exchanged.